Manufacturer narrative:
An interview with user confirmed that the bed was put in service with a 8" thick air mattress. Bed siderails became not optimal for fall prevention and, during use, patient felt off the bed. The instruction for use of the bed recommend a mattress of 6" thickness. Manufacturer could not obtain further details on bed height or siderail configuration at the time of the event.

Event description:
While at customer/user site to provide training, manufacturer's representative was informed that a patient had fallen off one bed. There was no injury related to the event.